Event description:
The ge oec 9800 fluoroscopy system had reported image quality issues where there were intermittent black images, or grainy images.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-seated all workstation pcbs and cpu. The nodes were re-flashed and the cmos settings and calibration files were reloaded. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.